Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of vascular tissue injury, death and hypertension are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. Based on the reported information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure on (B)(6) 2024. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, an unspecified vascular injury occurred at the access site. Additional non-abbott devices and a surgical cutdown were used to repair the access site and achieve hemostasis. After the procedure, the patient became hypotensive and experienced hypovolemic shock due to blood loss. The patient was hospitalized; however, expired on (B)(6) 2024. No additional information was provided.